Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was pulled out and fell on the ground. This was discovered during use. The following information was provided by the initial reporter: after the surgery the child accidentally pulled out the lock. The mother called the nurse and she came to see. The nurse noticed that the catheter is no longer hanging on the venflon. She eventually found the catheter on the ground.

Manufacturer narrative:
H.6 investigation summary : three photos and one sample was received by our quality team for evaluation. From the returned sample, it was observed that the catheter was detached from the adaptor. Based on the verbatim the understanding was that after surgery, the child accidentally pulled out the lock. The mother called the nurse and she came to see. The nurse noticed that the catheter is no longer hanging on the venflon. She eventually found the catheter on the ground. A simulation to see if the catheter was pulled out from the adapter was performed. This was using the catheter pull test. It was highly possible that during the catheter might have been pulled out after insertion. The incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the probable root cause was that after insertion the adapter was pulled out by the patient. No abnormality was observed during the production of the batch involved and the product was released upon passing the outgoing inspection. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ IV catheter was pulled out and fell on the ground. This was discovered during use. The following information was provided by the initial reporter: after the surgery the child accidentally pulled out the lock. The mother called the nurse and she came to see. The nurse noticed that the catheter is no longer hanging on the venflon. She eventually found the catheter on the ground.